Event description:
It was reported the guidewire broke off while using it in the patient. A piece of the guidewire fell off inside the patient and they were able to retrieve it. They used another of the same guidewire to complete the case. There were no patient complications reported.

Manufacturer narrative:
Updated with analysis of device.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable.

Event description:
It was reported the guidewire broke off while using it in the patient. A piece of the guidewire fell off inside the patient and they were able to retrieve it. They used another of the same guidewire to complete the case. There were no patient complications reported.